Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve was implanted via ventricular peritoneal shunt on (B)(6) 2021 and it was not draining as expected. The valve was replaced on (B)(6) 2021. The valve was used to treat congenital hydrocephalus.

Manufacturer narrative:
The valve was returned for evaluation. Review of the history device records for the product code 823114 with lot 3285940 conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected, no defects were noted. The valve passed the tests for programming, occlusion, leak. The valve failed the tests for reflux and pressure. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found in the housing on the spring, on the ruby ball and on the seat of ruby ball. The root cause for the issue reported by the customer, is due to biological debris found on the spring, on the ruby ball and on the seat of the ruby ball, this biological debris was stopping the ruby ball from being seated correctly.